Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of the 7f exoseal vascular closure device failed to fire, due to the deployment button could not be pressed down. There was no reported injury to the patient. The device will be returned for evaluation.

Event description:
As reported, the plug of the 7f exoseal vascular closure device failed to fire, due to the deployment button could not be pressed down. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, insp ected, handled, and prepared according to the instructions for use, and no abnormalities were noted prior to use. An antegrade approach was used, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath introducer engaged and locked with an audible click, and pulsatile blood flow was observed. The device and sheath were retracted together until the indicator window turned solid black; however, the deployment button could not be fully depressed and required increased force. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.